Manufacturer narrative:
H3,h6: the pcba mobile viewing station (mvs) power was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Installed pcba mvs power board in known imaging system. The system readied, motion, generator, communication and charging readied. 2d and 3d images were successful. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000181, serial/lot #: (B)(6) rev. A, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and while addressing other issue, representative could not replicate issue. This was user error. Logs indicate user was not setup properly for spin, therefore triggering error. System functioning as designed. The representative proactively replaced the mobile viewing station (mvs) power board. Representative performed system checkout. System functioning as designed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000181; product ID: bi71000438; product ID: bi71000424. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the 3d mode was disabled. They attempted to spin twice but failed. However, a third attempt worked so the case could continue. They did not know if they did anything to the system to get the third attempt to be successful. There was no delay to the case. They kept toggling between 2d and 3d modes to get 3d to work. While holding the 3d spin button on the hand switch, the mobile viewing station (mvs) light emitting diode (led) was blinking green, but nothing happening. After the case, they tried to take a first post-op spin which was successful. However, the second spin displayed an error message. The mobile viewing station (mvs) started beeping as well. They were not able to take the 2nd post-op spin using the imaging system and used the competitor system instead. There was patient present and less than one hour of surgical delay. There was no impact on patient outcome.